Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that there were air bubbles in the reservoir which she was unable to remove. Customer reported having a blood glucose level over 600 mg/dl the week prior to the call, which was treated with manual injections. The insulin pump was not replaced or returned for analysis.